Manufacturer narrative:
The event date is approximate. The device serial number and manufacturing number were not provided. The consumer contact information, mailing address, phone number and email address were not provided. The reporter (identified in a1 as r.s.) Is reporting the product problem on behalf of their child, who was using the product. The complaint was received from a consumer in poland. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare for kids power toothbrush shaft detached in their child's mouth during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Product was returned for investigation and confirmed that a malfunction occurred. The cause of the customers complaint is a failed shaft press fit.

Event description:
Product was returned for investigation and confirmed that a malfunction has occurred. The cause of the customers complaint is a failed shaft press fit.